Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they noticed a severe pain at the incision area where the ins is located and the pain woke them up. They used their patient programmer to check the ins and saw a power on reset (por) message. They stated they called their healthcare provider and were told to call the manufacturer. Patient stated their implant was 7 years old and this may be the reason for the por message. There were no falls/traumas or recent medical tests/emi exposures related to the event. Additional information was received from a healthcare provider and a consumer via a manufacturer representative. It was reported that the office contacted the rep on (B)(6) because the patient ¿had only por showing on remote.¿ the rep set up an appointment with the patient and met with them on (B)(6) to evaluate. The patient stated that they had been having intermittent uncomfortable stimulation from device. Troubleshooting found that the lead had impedances greater than 4000 on all 4 electrodes, and the ins only showed low. There were no external factors involved; it occurred during normal use and it was suspected that the battery was dying. The device was turned off until replacement on (B)(6) 2019. The issue is noted to be resolved following replacement. It was reported that the cause of the high impedances continues to be un known. No further patient complications are anticipated or expected as a result of this event.